Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of cracked overlay and it was replaced and the stylus calibrated. The hard drive was reconfigured and the software was reloaded and updated. The programmer then passed its final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display screen was broken, preventing the functionality of the stylus. The programmer was re turned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.